Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the ER after receiving inappropriate shocks due to post-sensed t-wave oversensing that fell in the fib zone. The r-waves diminished as the rate increased. Programming changes and dft testing were recommended.